Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. DHR was reviewed and no related deviations or discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: nexgen cr highly crosslinked art surface, catalogue # 00595204012, lot # 62334123, nexgen cr-flex gsf femoral component, catalogue # 00595001501, lot # 62728356, miller galante unicompartmental headed screw, catalogue # 00579104100, lot # 62822212.

Event description:
It is reported that the patient underwent revision to a total knee arthroplasty due to pain.